Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Manufacturing evaluation was conducted. The report indicates that the investigation of the complained retaining-sleeve had shown that the first thread flank at the tip is broken off. Unfortunately were not able to determine the exact cause which has led to this occurrence. It is indicative that the prime lock thread had not been fully threaded into the bone screw. This in combination of possible mechanical force (sideways) through soft tissue positioning / pushing may have led to the damage of the tip. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal part of the thread is broken. The patient did not provide information to the surgeon in regards to smoking. Patient is slightly obese. No other known comorbidities. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that synthes monument reviewed the locking holding sleeve ¿ long for matrix DHR, for synthes p/n 03.616.043, and synthes lot # 6752160 (supplier lot 3098800-001), manufactured by rms company. The supplier¿s certificate of compliance (dated november 17, 2011) indicates the parts were manufactured to p/n 03.616.043, revision ¿b¿ and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number ns050657, revision ¿a¿ (completed on november 28, 2011). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Mfg date: march 28, 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.